Manufacturer narrative:
296593 evaluation statement: the reported event of false ail alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involved

Event description:
It was reported that the devices were falsely alarming air in line. Since the alarms were false, nursing ignores the alarms.